Event description:
It was reported that the procedure was to treat a 99% stenosed de novo lesion in the 1st diagonal artery with heavy calcification and moderate tortuosity. The 1.5x8mm mini trek balloon dilatation catheter (bdc) was used in the procedure; however, one part of the center marker appeared to be on the tip of the bdc. The bdc was used in the procedure without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported product quality problem and missing component could not be confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to confirm the reported difficulties; therefore, a conclusive cause cannot be determined. It was reported that the a portion of the balloon dilation catheter¿s (bdc) center balloon marker appeared to be on the tip. Analysis of the returned device was unable to confirm the reported marker movement. There was no damage or anomalies noted to the balloon markers. Additionally, a cine was reviewed and was unable to confirm the reported marker movement. Follow-up with the account confirmed the correct device was returned. In this case, because the reported device issue was unable to be confirmed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.